Event description:
A (B)(6) male pt contacted zoll customer support to report a bent electrode belt cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was communicating intermittently when the electrode belt trunk cable was manipulated. The cause of the intermittent communication was damaged wires inside a heavily kinked trunk cable. The root cause of the kinked cable and the intermittent wire connection cannot be positively identified but was likely rough handling during normal pt use. No adverse event resulted from the damaged cable and intermittent wire connection. The pt received a replacement electrode belt.